Event description:
It was reported that therapy was aborted due to oversensing of noise.

Manufacturer narrative:
The complaint could be verified. Electrical analysis revealed an open circuit on the pacing coil. The reported problem was due to a fractured pacing coil at the welding point to the shaft. A cyclic bending in a narrow angle became fatigued over time and fractured.

Manufacturer narrative:
No medwatch form was received.